Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Information was received based on review of a journal article titled, "clinical effectiveness of antibiotic-impregnated cement spacers for the treatment of infected implants of the hip joint" which aimed to study seventeen patients who utilized antibiotic-impregnated cement spacers for infections that were a result of total hip arthroplasty and bipolar arthroplasty between january 1998 and december 2002. The diagnoses for these patients includes : eight- femoral neck fractures, three- avascular necrosis of femoral head, three- osteoarthritis, two- fracture-dislocation of the hip and one case of rheumatoid arthritis. These infections stemmed from four cases of cns, four cases of staphylococcus epidermis, four cases of (B)(6), four cases of pseudomonas aeruinosa, one case of e.coli and four unknown cases. From january 1998-april 2001, hand-molded cement spacers were made on the method of ivarson by separately duplicating the shape of the retrieved femoral head and the femoral stem component with bone cement. Group a which had eight participants were implanted with competitors' parts and group b had nine participants and used biomet cement spacer molds. One patient was identified in the article that underwent a total hip arthroplasty on an unknown date. This patient was revised due to unknown reasons. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by kengo yamamoto, naoki miyagawa, toshinori masaoka, yoichi katori, takaaki shishido and atsuhiro imakiire. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02973 / 02977). Device location unknown.

Event description:
Information was received based on review of a journal article titled, "clinical effectiveness of antibiotic-impregnated cement spacers for the treatment of infected implants of the hip joint" which aimed to study seventeen patients who utilized antibiotic-impregnated cement spacers for infections that were a result of total hip arthroplasty and bipolar arthroplasty between january 1998 and december 2002. The diagnoses for these patients includes: eight- femoral neck fractures, three- avascular necrosis of femoral head, three- osteoarthritis, two- fracture-dislocation of the hip and one case of rheumatoid arthritis. These infections stemmed from four cases of cns, four cases of staphylococcus epidermis, four cases of (B)(6), four cases of pseudomonas aeruginosa, one case of e.coli and four unknown cases. From january 1998-april 2001, hand-molded cement spacers were made on the method of ivarson by separately duplicating the shape of the retrieved femoral head and the femoral stem component with bone cement. Group a which had eight participants were implanted with competitors' parts and group b had nine participants and used biomet cement spacer molds. One patient was identified in the article that underwent a total hip arthroplasty on an unknown date. This patient was revised due to dislocation fracture of the hip. There has been no further information provided and the patient outcome is unknown.